Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter was reading inaccurately compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported obtaining readings of "427 and 233 mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference of these results exceeds the expected value of (B)(4). The patient reported using non adjusting insulin to manage his diabetes. The patient denied making any changes to his diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012, in the evening, after the alleged issue occurred, he developed symptoms of "sweating terribly". The patient denied receiving any treatment for an acute complication of diabetes. During the time of troubleshooting the cca discovered the patient was using an unapproved sample site to obtain the blood samples. The cca noted the subject meter was in the correct unit of measurement during the time of testing. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported as an adverse event because the patient reported due to the alleged issue he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The patient also returned 1 vial lot# 3208214. The test strips were evaluated and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012, with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.